Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. The root cause of the access site bleeding issue was use related to improper technique. The root cause of the optical signal issue was a damaged sensor due to shockwave interaction. Instructions for use state the following: section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
From abiomed¿s long-term outcome and quality indicator (loqi) impella registry - the complainant reported that the impella cp was inserted, and during the percutaneous coronary intervention (pci) procedure, a placement signal alarm occurred. The audio was disabled, and the pci was completed. It was further reported that the patient had moderate hematoma. Manual compression and pressure dressing with caution to maintain angle of entry was done. No intervention was needed for the hematoma as there was no lasting harm. The patient recovered with no sequelae.

Manufacturer narrative:
B1 product problem updated. H6 updated to include placement signal coding. Corrections that were made from the initial manufacturer device report number. D10 concomitant medical products and therapy dates updated. G1 reporting contact email updated.